Event description:
It was reported when the device was used in a laparoscopic assisted vaginal hysterectomy, the cartridge fell out, but was retrieved. The case was completed with another device. There was no pt consequence.